Manufacturer narrative:
Reported event: an event regarding pain involving an unknown implant accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed because product was not returned clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusion: it was reported that patient had pain. The exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to femoral pain. A stem, head and liner were revised to a restoration modular stem construct, another femoral head, mdm/ adm poly insert, and mdm metal liner. Rep confirmed that no further information will be released by the hospital or surgeon.